Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2017 due to high blood glucose. The customer¿s blood glucose at the time of admission was around 500 mg/dl. The customer's blood glucose was 107 mg/dl at the time of call. The customer had symptoms such as being weak, excessively thirsty, and had a borderline of diabetic ketoacidosis. They were wearing the insulin pump at the time of hospitalization. Troubleshooting was performed on the insulin pump. They removed their infusion set and found that they had a bent cannula. The device passed the basic occlusion set. The device will not be returned for analysis.

Manufacturer narrative:
Findings:the correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.